Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was discarded and will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established based on the unclear information within the event, the unanswered gfe and also considering the device did not return for analysis. This conclusion code is based on the available information and the review conducted at the boston scientific site. Without a clear understanding of the event, identifying root causes is not possible. Without a returned device it is not possible to confirm the complaint allegation, and it is not possible to determine if there is any damage present along the device which could have contributed to the complaint event.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad) and left circumflex artery (lcx). A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. The first and third inflations were performed in the lcx, and the second inflation was performed in the lad. During inflation at 9 - 10 atmospheres, the balloon ruptured after inadvertently contacting the edge of an unknown crushed stent strut. The device was successfully removed, and the procedure was completed without further complications. The patient remained in good condition.